Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was observed at start up. There was evidence of contamination on the encoder board, on the flex/board connection, and on the encoder sensor itself. This contamination caused corrosion on the encoder contacts. System error 105 was confirmed and found to be caused by a failed motor. The failed motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.